Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dislodged stent requiring medical intervention. Device issue: dislodged stent. It was reported that the stent became dislodged during the procedure which involved a calcified right coronary artery (rca). There were no pt complications. It is believed that the stent became caught on a previously placed stent (MFR unk). The dislodged stent was retrieved successfully. No add'l event or pt info is available. You are receiving this MDR from abbott vascular because boston scientific corp distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Product performance engineering reviewed the incident info. Factors that can contribute to stent dislodgement include, but are not limited to, improper or inadequate crimping at the time of MFR, positive pressure during prep, negative pressure during sheath removal or forced sheath removal, interactions with other devices and/or anatomy, and lesion morphology. Reportedly, the lesion was calcified and the stent implant may have dislodged due to an interaction with a previously implanted stent, though this could not be confirmed. A definite root cause for the dislodgement cannot be determined.